Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4.0 mg/ml bupivacaine at a dose of 2.66 mg/day and 25.0 mg/ml infumorph at a dose of 16.58 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry. It was reported as a critical alarm occurring. The alarms were for low battery reset, reset, and safe state, they occurred on (B)(6) 2016. It was noted that a code of 8474 was on the personal therapy manager (ptm). The pump status and logs were checked. More information was received from the consumer on 2016-dec-21. The ptm had a code of 8474 and was not resolved on the call. The patient thought she was having bowel issues due to the stomach flu. The patient was in extreme pain and did not think the pump was working. The patient stated their legs hurt and she was in so much pain she couldn¿t hardly move. The patient was not hearing any alarms. The patient stated it was the last couple of days were she saw the ptm code and a return of pain and flu like symptoms. The patient stated that over a year ago they had macular degeneration. The dosage of bupivacaine was reported as 2.211 mg/day and of infumorph was 13.819 mg/day. The patient stated the dose was 15.685, but did not know what that pertained to and stated it could be the dose per day with the ptm per day. The consumer reported additional information on 2016-dec-22. The patient stated they were in withdrawal, their pump shut down, no warnings, no alarms, no anything. The patient stated that no one ever told her that the battery would be a 5 year battery. The patient reported being in withdrawal for 5 days and being ¿sick to death¿. The patient stated that this was the second time this happened on (B)(6) 2016. The patient had extreme back pain and was irritable on (B)(6) 2016. The patient lived in the mountains. They reported that there blood pressure got so high that they had a mild heart attack. The pump kicked back in and no one knew it was a sign of the battery going. There were no alarms. The patient stated it nearly ¿killed¿ her. The withdrawal and pump shut down occurred on (B)(6) 2016. Additional information was received from a patient. The patient alleged that no one ever told her that the pump had a longevity. The pump was at end of service (eos) and not malfunctioning. The patient stated she was in withdrawal and had been for five days. The patient was driving to a surgeon¿s office on (B)(6) 2016. The representative reported on 2016-dec-23 that the pump was replaced.

Manufacturer narrative:
Analysis of the pump found battery high resistance. Eval code - conclusion code is being updated to for this event. Eval code - result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative (rep) indicated the patient called the provider on (B)(6) 2016 stating she was feeling sick and had been for a few days. The ptm use did not seem to give relief when used.

Manufacturer narrative:
Units (lbs/kgs) were not provided for patient weight. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider. The patient's weight at the time of the event was provided as "(B)(6)."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was stated the healthcare provider (hcp) did not have any information about the pump shutting down and kicking back on. The hcp knew of the low battery reset and safe state that occurred. The patient did mention to the hcp office that they had a mild heart attack but the hcp had no info since it was an ER visit. The hcp was not aware of any cardiac history/pertinent medical history related to the event. The hcp had no further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the cause of the low battery reset and safe state that occurred on (B)(6) 2016 was undetermined. The patient was seen by physician on (B)(6) 2016. The pump was interrogated and showed "complete battery failure (safe state and low battery reset). The patient was in ¿so much pain.¿ the surgeon was able to fit the patient into replacement surgery on (B)(6) 2016. After the replacement the patient stated they felt so much better. Also days later the patient texted the hcp and stated they felt ¿so much better.¿ the patient¿s symptoms had resolved but not completely as they were still titrating the medication up. Currently the patient was being supplemented with oral medication. The patient has a follow up scheduled for (B)(6) 2017. The hcp had no further information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was explanted on (B)(6) 2017 and was returned to the manufacturer. Pump activity logs indicated that the patient was receiving infumorph at a concentration of 25.0 mg/ml with a daily dose of 11.995 mg/day and bupivacaine at a concentration of 4.0 mg/ml with a daily dose of 1.9193 mg/day. The pump was updated on 2017-03-13 and the update was only to silence alarms for postage transportation. The pump was believed to be empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.